Manufacturer narrative:
This device is not distributed in u.s., so that 510k# is blank. We checked the returned unit and confirmed that the operation channel stuck accessory/object. Based on the result, we concluded that it was caused due to the insufficient reprocessing at the facility on the operation channel. In addition, we confirmed that the bending rubber leak, the remote control button(1) leak, the segment hard to move, the light guide cable dented, and the suction channel stuck accessory/object; however, they are not the main cause and/or irrelevant to the alleged complaint. Based on the technical report, ""hr-rpt-0588(channel)"" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Operation/suction channel clogged.